Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: 02 sensor calibrated needed. Calibration failed. No patient harm.